Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, approximately two months after the implant procedure, the implantable cardiac monitor (icm) "slipped through the incision and out of the (patient's) body." The device was replaced. No patient complications have been reported as a result of this event.